Event description:
It was reported that the patient experienced a shocking or jolting sensation. Acute pain at the location of the lead was indicated as a symptom. The patient stated that she had about 6 lead revisions done, including one in (B)(6)-2010 and another in (B)(6)-2011. The patient was not able to provide dates for all lead revisions. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v332626, implanted: 2010-(B)(6), product type lead; product ID 3889-28, lot# v564087, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
Subsequent information received reported that the patient's jolting/shocking sensation was resolved and she was getting good therapy before turning the device off because she was pregnant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had turned off the device due to pregnancy and when it was turned on again she "started having sensation." The patient was going to have an appointment for evaluation. Additional information has been requested, but was not available as of the date of this report.